Event description:
It was reported that this device passed self-test, but ventilation stopped during use. The operator restarted and re-tested this device, it can back to normal use. No patient injury reported.

Manufacturer narrative:
It was reported that this device passed self-test, but ventilation stopped during use. The operator restarted and re-tested this device, it can back to normal use. No patient injury reported. The user facility did not involve the local dräger s&s organization into any follow-up measures. The ufr was the only source of information; draeger tried to contact the personnel of the hospital to get further info, but no further info could obtain. As further reported, a high/low pressure alarm was triggered and causing the system to enter protective shutdown. After restarting, the sensor was recalibrated and backed to normal use. High/low pressure alarm could only be triggered by the pressure air way sensor 8606268 on the main pcb 8608941 (sn: (B)(6)) in fabius plus control box 2605060/2605070. Further investigation and further findings will not be possible due to there wasn't any failed parts (whatever pressure air way sensor 8606268 or the main pcb 8608941 sn: (B)(6) or error logs from the fabius device was) returned back to draeger for investigation. Based on currently available information, the manufacturer concludes: in case of an auto ventilation failure or automatic vent mode stopped (ventilator failure). Monitoring functions remain unaffected; thus, the user is continuously informed about ventilation performance and patient gas measurement. In case of a ventilator failure during automatic ventilation, the ventilator initiates an autonomous shutdown while changing mode to man/spont (safety mode) and generating the appropriate ventilator fail alarm. Manual ventilation remains possible. All alarms, possible causes and remedies as well are described in the instructions for use. At present, it is not possible to rule out the possibility of false alarms caused by misoperation or lack of proper maintenance. The equipment has now resumed normal use without any malfunctions. Draeger will keep on monitoring similar cases. It is recommended that customer contact professionally trained maintenance personnel to refer to the relevant specifications in the IFU to inspect the device and perform preventive maintenance.